Manufacturer narrative:
Correction: g3 (initial aware date is 05 nov 2025). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a completed pulsed field ablation procedure, the patient experienced a chronic obstructive pulmonary disease exacerbation. The patient¿s oxygen saturation (spo2) remained in the 80% range without improvement on the night of the procedure, and further decreased to the 70% range when oxygen was discontinued, prompting initiation of oxygen therapy and postponement of discharge. Chest x-ray revealed bilateral diffuse decreased transparency, more pronounced on the right side. Chest computed tomography showed emphysematous lungs, bilateral diffuse airway narrowing with airway-centered distribution, and fine infiltrative shadows extending dorsally. The findings were considered consistent with chronic obstructive pulmonary disease exacerbation secondary to aspiration pneumonia. The patient was prescribed medication therapy at another hospital and was known to have chronic obstructive pulmonary disease. Medication therapy was initiated, and oxygen therapy was discontinued on november 3. Inhalation medication therapy was started four times daily on november 4. Medication therapy was discontinued on november 5, and the patient was discharged after stabilization. The event was assessed as probably related to the study index procedure and not related to the pulseselect catheter or associated system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.